Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, the stopper of one tube was abnormal and could not be removing resulting in sampling needle to bend. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿, the stopper of one tube was abnormal and could not be removing resulting in sampling needle to bend. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received six photos for investigation. The analysis of these photos revealed a stopper that had been cut or chopped, resulting in deformation. Additionally, 30 retained samples underwent visual inspection for defective stoppers, and none of the samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective stopper molding. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.